Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2019 at 10:19pm. The patient claimed to obtain blood glucose readings of ¿257, 170, 109 and 140 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that she manages her diabetes with oral medication in combination with diet and exercise and did not report if she made any changes to this routine in response to the alleged inaccuracy issue with the subject meter. The patient claimed that straight away after the issue began, she developed a symptom of ¿couldn't sleep¿ as she was ¿stressed¿ thinking about the results. The patient denied receiving any treatment or medical intervention as a result of the alleged issue. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and an approved sample site was used for testing. The csr also noted that the patient was following a correct testing procedure. A replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs or symptoms suggestive of serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.